Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.